Event description:
Report received of an inability to initiate lidocaine therapy. The customer reported that an infusion of lidocaine was not able to be initiated due to an unspecified pump malfunction. The customer was unwilling to provide an additional information on the event, including patient specific information or whether there was any adverse effect to the pt.